Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the cap on the button device became loose causing it to open on its own. The patient has an appointment with the hospital on (B)(6) 2010 and at that time the physician will determine if the device needs to be replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2011: the product was not used past the expiry date.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the cap on the button device became loose causing it to open on its own. The patient has an appointment with the hospital on (B)(6), 2010 and at that time the physician will determine if the device needs to be replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.